Event description:
Customer contacted beckman coulter, inc. (Bci) and reported a blood leak from the needle cartridge of coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment. There was no exposure or contact with the eyes, skin, mucous membranes, or open wounds. The operator did not seek medical attention. The facility has an exposure control plan or risk management plan in place. Msds sheets were not reviewed. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Service was dispatched and the field service engineer (fse) replaced the broken vacuum trap and verified repairs per established procedure. The root cause is attributed to the broken vacuum trap causing raw vacuum to be low. It made the needle unable to drain, resulting in needle overflow, hence causing the leak.